Event description:
(B)(4). After procedure, heavy non stop bleeding, painful sex. Had to have ablation to stop bleeding. Present date stabbing pain in left side, vibrations , swollen ankle (left side only) weight gain, bloating, bad hip and lower back pain, insomnia, depression.